Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument had scratches on the blade. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade broke after the instrument was removed from the body to clean the blade. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.404" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.